Event description:
Pt with recurrent glioblastoma began novottf therapy on (B)(6) 2013. Novocure was informed on (B)(6) 2013 by the pt's spouse that the pt had died on (B)(6) 2013. Per the prescribing md, cause of death was cardiopulmonary failure and was not related to novottf therapy. As the pt died at home, no other info was available. Pt had been "do not resuscitate/do not intubate (dnr/dni)" due to his end stage gbm at time of death. Per md office notes dated (B)(6) 2013, pt was completely wheelchair bound. Karnofsky score was 50%, ecog 3. Anticoagulation therapy (for history of pulmonary embolism and deep vein thrombosis) had been discontinued with evidence of a new large hemorrhage in left temporal lobe and at least two other hemorrhagic lesions in the left temporal-occipital region seen on MRI dated (B)(6) 2013. No adverse events associated with device logfile review, the last date of novotff therapy was (B)(6) 2013 and the device was functioning as per normal operating parameters.

Manufacturer narrative:
Pt with recurrent gbm with multiple comorbidities including recent history of intracranial hemorrhage with associated progressive gbm prior to starting novotff therapy, history of pe/dvt and mca cva, with recent discontinuation of anticoagulation therapy upon transitioning to palliative care. Other risk factors for cardiopulmonary failure include concomitant bevacizumab (a vegf inhibitor which carries a black box warning for severe or fatal hemorrhage and a known increased risk of arterial thromboembolic events) and immobility (pt was wheelchair bound). MFR agrees with treating md that death was not related to novottf therapy. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hrs of device use be reported (pt was wearing device on day of death).